Manufacturer narrative:
(B)(4). Upon follow up it was reported: the cause of the previously reported peritonitis event was clarified to be unknown. The peritonitis was manifested by generalized body weakness for one day, abdominal pain for three days, poor appetite and cloudy pd fluid. The patient was hospitalized on the same day for the event. Beginning on the day of onset, the patient was treated with cefazolin 125 milligrams intraperitoneally for two days (frequency and dose not reported), ceftazidime 125 milligrams intraperitoneally for twenty-one days (frequency and dose not reported), and fluconazole 200 milligrams tablet every other day for twenty-one days. After twenty-one days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. It was reported the patient was recovered from this peritonitis event the same day as hospital discharge. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated for the event, but treatment details were not reported. The action taken with dianeal therapies and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.